Manufacturer narrative:
Evaluation: a cartridge lot number search was performed and similar complaints were found. An injector lot number search was performed and similar complaints were found.

Event description:
The reporter stated a competitor's lens was torn during insertion into the cartridge and there was no patient contact. The reporter stated the most likely cause of the iol damage was due to the cartridge.